Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-apr-11. It was reported that on an unknown date, the patient's physician was unable to refill the pump due to the pump flip. At the time of report, the pump was empty. The patient reportedly experienced weight loss, which may have led or contributed to the issue. The patient was scheduled for a pump replacement or revision on (B)(6) 2017. It was unknown if any diagnostics or troubleshooting occurred, and it was unknown if the event was considered resolved at the time of report. The patient's status was noted to be alive - no injury, and no further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medication(s), at an unknown dose and concentration. The indication for use was spinal pain. It was reported that the patient's pump began flipping every once in a while over the last couple months. The flipping had gotten really bad over the last few months. During a refill on (B)(6) 2016, the pump needed to be manually flipped and when the refill occurred, there was more medication in the pump than there should have been. The patient's pain had come back in full force gradually, and was really bad over the last couple of weeks. It was noted that the pump had flipped and stopped working.

Manufacturer narrative:
Product event summary #pump flipping evaluation determined that standard investigation is needed because it was reported that the pump was flipping, and had gotten really bad over the last few months. During a refill on (B)(6) 2016, the pump needed to be manually flipped back. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) CAPA monitor - infusion pump rotation in the pocket, -. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes an allegation that the pump was flipping in the pocket. Volume discrepancy/pump stopped working evaluation determined that standard investigation is needed because it was reported that at a refill on (B)(6) 2016, there was more medication in the pump than there should have been. It was noted that the pump had stopped working. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the cause of the volume discrepancy and pump not working remains unknown. Follow-up was conducted to obtain additional information on these events, but no new information has been received.

Event description:
The replacement was originally scheduled for (B)(6) 2017 but was to be rescheduled. The rescheduled date was unknown at the time of this report. No further complications were reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-jul-19 reported the catheter was revised due to the suspected device issue from flipping. The catheter was not noted to be twisted. It was noted that the new pump segment was revised and cerebrospinal fluid (csf) flow was noted. It was noted that the pump and catheter will not be returned for analysis as analysis was not requested. Information provided was confirmed with the healthcare professional (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter : patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the patient presented for rescheduled pump replacement/catheter revision/pocket revision. It was noted that the procedure took place at the hospital on (B)(6) 2017. The pump was replaced with a new pump , and the new pump serial number was provided. The patient's existing catheter was revised with a (B)(4), and there was good cerebrospinal (csf) flow. The pocket was revised to eliminate future flipping. It was noted that the healthcare professional (hcp) was able to fill the pump prior to procedure and medications were transferred. The medications included dilaudid 10mg/ml for a total dose of 2.003mg/day and clonidine 100mcg/ml for a total dose of 20.03mcg/day. The patient's weight was 84kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.